Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the royal flush catheter was noted to be cracked during flushing, prior to patient contact. The procedure was successfully completed with another device, and the product problem did not result in any reported patient impact.